Event description:
The patient was struck in the shoulder and afterwards compained of pocket stimulation that coincided with the pulse. The patient went to the emergency room where an ECG showed intrinsic rhythm. The ECG did not show pacing spikes when the stimulation occurred. The patient was not pace- maker dependent and when seen by his cardiologist the next day, a redundant lead had an exposed wire in contact with the pacer can. Pocket manipulation resolved the problem.